Event description:
Deflation of left breast implant. Bilateral implant exchange with mentor devices.

Event description:
Deflation of left breast implant. Bilateral implant exchange with mentor devices.

Event description:
Deflation of left breast implant. Bilateral implant exchange with mentor devices.